Event description:
The pt had cypher stents implanted to a calcified mid lad--a 2.5x8mm, followed by a 3.5x13mm. A dissection occurred proximally after the implantation of the second cypher, and another 3.5x13mm cypher stent was placed to treat it. The pt was admitted with stable angina and 60% ejection fraction to a mid lad that per reporter, was calcified and brittle. Preprocedure stenosis was 90%. The lesion was a de novo of unknown length. The 2.5x8mm cyher was deployed at 12atm for 10 seconds, and again at 10atm for 40 seconds; the second cypher, a 3.5x13mm, was deployed at 12atm for 10 seconds and 16atm for 60 seconds. Those first two stents were deployed simultaneously as "kissing" stents. They were post dilated with kissing balloons: the first cypher with a 2.5x25mm maverick balloon at 6atm for 10 seconds, and the second cypher with a 3.5x15mm maverick balloon at 6atm for 10 seconds.